Event description:
Boston scientific received information that right ventricular (rv) lead shock impedance measurements had gradually increased from 55 ohms at initial implant to 102 ohms. During a device replacement procedure, testing was performed and coil to can elicited 135 ohms. The device was explanted. The right ventricular (rv) lead remains actively implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.